Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level, and she passed out. The ambulance was called but she was not treated. No additional information was provided. Customer's blood glucose level at the time of the call 294mg/dl, customer treated with the insulin pump. No additional information was provided.